Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged, correlating to atypical alarms, was confirmed via the controller¿s functional analysis and via the provided log file. The log file captured several atypical power cable disconnect alarms occurring intermittently throughout the data on 12sep2024. These alarms appeared to have been caused by the voltage within either the white or black power cables fluctuating below the alarm threshold, and low voltage hazard/no external power alarms were also intermittently observed when the fault condition occurred in both cables simultaneously. The alarms did not prevent the system from operating as intended throughout the data. The patient¿s driveline was disconnected at 3:01:19 on 12sep2024 to perform the reported controller exchange. The returned system controller (serial number (B)(6)) was observed to have damaged outer jackets on its white and black power cables upon arrival. The controller was functionally tested and performed as intended throughout all testing; atypical alarms were unable to be reproduced even when the cables were manipulated. The controller¿s power cables were opened near their damaged areas, and a few of the internal wires within the black cable were observed to be damaged; damage to these wires could cause atypical alarms to occur that would be consistent with the log file data. Available information indicates that the root cause of the reported event was a goat biting the patient¿s power cables. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users that extra care for the equipment should be taken when pets/animals are present. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect, low voltage, and no external power conditions. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation. A goat bit the patient cables on the patient's primary system controller a few months ago. It appeared to be more cosmetic damage, but the patient received a "connect to power" alarm early morning on (B)(6) 2024 despite being on batteries that were fully charged. The patient stated that they could hold the black patient cable in one spot and the alarm would stop. The patient changed their own controller, and the problem stopped. The patient went to the clinic for a new backup controller. The event log file captured several power alarm flags, some were no external power events. The backup battery was used to support the system during these events. Motor function was not affected. The system was able to maintain pump speed until the driveline was disconnected at (B)(6) 2024 3:00:37.